Event description:
It was reported that gel issues occurred before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "unopened gel tubes melted inside and floats inside the tubes requested for replacement of the affected quantity." 2800 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for melted gel that floats inside the tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and melted gel that floats inside the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel issues occurred before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "unopened gel tubes melted inside and floats inside the tubes requested for replacement of the affected quantity." 2800 occurrences reported.